Event description:
It was reported to boston scientific corporation that an advanix-naviflex biliary stent was to be implanted to treat a stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the release was difficult, and the black introducer remained inside the stent. It was removed using the ercp scope. Another advanix-naviflex biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable event of guide catheter break.